Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. E1: initial reporter phone number is (B)(6). Reported here as phone number exceeded character limit for designated field. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this lead was an attempted implant. During the procedure, the parameters were not as expected. Sensing could not be measured and high out of range pacing impedance measurements were observed. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead was already returned.